Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (e315) message. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, the initial report submitted is a duplicate of an initial report submitted with patient identifier (B)(6). Please disregard the initial report submitted with the patient identifier (B)(6).